Event description:
On initial contact, dentist reported handpiece overheating and burned pt. When office contacted on 10/09/2009, dentist noted that the device left a red mark in the mouth, but there were no problems and the pt was fine. No pt details were available.